Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating infusion sets that were faulty. The customer's blood glucose level was unknown. Customer stated a month ago that she had 2 reservoirs that were not good. Customer stated that she was getting no delivery alarm during priming. The customer would like to have replacements sent to her.